Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a strata ii valve was leaking. It was confirmed that there was no patient impact as a result of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating that the notify date of the event was on (B)(6) 2018. It was also clarified that the valve was leaking at the seam so it was explanted on (b)6) 2018.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the valve was implanted on (B)(6) 2018. It was stated once the shunt was put in place, the surgeon noticed the valve was leaking around the base. The manufacturer representative observed it to be leaking also. The surgeon called for another valve, and he placed it in 5-10 minutes. There was no outside or patient factors as well as no needles or sharps involved with this event.